Manufacturer narrative:
Additional clinical information: the receipt of the patient's culture report does not change the summary and conclusion of the initial clinical investigation. The report provided the pd effluent culture draw date as (B)(6) 2019 showing a white blood cell count of 50,500 and a gram negative bacilli which was previously identified by the peritoneal dialysis registered nurse (pdrn) as serratia. A new clinical investigation is not warranted at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis and exit site infection with tunnel infection. However, there is no documentation to show a causal relationship between the event and the liberty select cycler and cycler set. Additionally, there is no reported allegation of a machine malfunction or deficiency for this adverse event. It is unknown if the patient was following proper aseptic technique or whether the initial infection started at the exit site. Based on the available information, a cause of the event cannot be concluded.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance with a supply lines are blocked message during treatment. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient had cloudy effluent on (B)(6) 2019 and that the patient was diagnosed with peritonitis (culture date unknown). The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks serratia was confirmed at both the exit site (catheter was not a fresenius product; brand unknown) and in the peritoneal fluid. The patient was diagnosed with a tunnel infection. The patient was initially prescribed and treated with gentamycin and levaquin but was transitioned to fortaz and levaquin as of (B)(6) 2019 (route, duration, and dose unknown). Pd therapy was continued throughout the course of the reported event. The patient was not hospitalized during the event. Additional details surrounding the patient¿s course and condition were requested, however, not provided. There were no devices available for return.